Event description:
It is reported that a customer has issues with their insulin pump. The patient's blood glucose level was unknown. The customer stated that that the tubing is popping off the insertion site due to the pressure of the insulin under the skin. The customer assisted with troubleshooting and was informed that they will be receiving new sets to replace the old ones with. The customer was advised to call back if the issue was not resolved. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.